Event description:
Reportedly, during a low anterior resection, the anvil did not tilt and the surgeon thought part of the staple line did not staple. After re-checking the staple line, the surgeon found an open space where the anastomosis was not complete. The surgeon had to perform an ileostomy on the pt.